Event description:
An endurant ii stent graft system was inserted into the patient for the endovascular treatment of a 58.3 mm in diameter abdominal aortic aneurysm. The aortic neck measured 18 mm to 17 mm to 18 mm to 20 mm in diameter. The proximal aortic neck was severely angulated [>60 degrees]. Proceeding distally, the right external iliac artery measured 8.1 mm to 7.6 mm to 7.3 mm in diameter. Proceeding distally, the left common iliac artery measured 7 mm to 8.8 mm to 5.8 mm to 6 mm to 4.2 mm in diameter. It was reported that, during the index procedure, the physician attempted to recapture the spindle in the tapered tip but it could not be recaptured. The physician first attempted to rotate the backend wheel without success and then disassembled the back-end wheel. The physician then manually pulled the back-end t-tube to recapture the tapered tip but was unsuccessful. The physician, elected to carefully remove the delivery system without recapturing the tapered tip. Per the physician, the cause of the event was due to the patient's vessel morphology. The patient's aortic vessel was severely tortuous and it was possible that the applied force was not being transmitted to the tip of the delivery system. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event could not be confirmed as the stent graft was deployed without issue. The root cause of the event could not be confirmed during analysis as the event took place in-vivo and could not be replicated during analysis. Deploying in off-label anatomy may have contributed to this event. Device eval: off-label, unapproved or contraindicated use (aortic neck diameters, aortic neck angulation).

Manufacturer narrative:
Corrected information: sex, if information is provided in the future, a supplemental report will be issued.